Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the device and sheath were positioned with the indicator wire against the vessel wall; however, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The user was trained on the device, which was used in a retrograde approach. The device was stored and per the IFU. The device and packaging were inspected prior to use, with no damage noted. The device was prepared and used according to the instructions for use (IFU). A non-cordis sheath was used. Femoral artery suitability was confirmed via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was =5 mm, and there was no visible calcium/plaque, stent near the puncture site, or stenosis >50% at or near the site. The target femoral site had not been closed with a device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No visual damage was observed on the indicator wire. The exoseal vcd was connected without difficulty and advanced through the sheath with no resistance or friction. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction but did not change. Pulsatile flow was observed from the bleed-back indicator. Ther device will be returned for analysis.

Manufacturer narrative:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the device and sheath were positioned with the indicator wire against the vessel wall; however, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The user was trained on the device, which was used in a retrograde approach. The device was stored and per the IFU. The device and packaging were inspected prior to use, with no damage noted. The device was prepared and used according to the instructions for use (IFU). A non-cordis sheath was used. Femoral artery suitability was confirmed via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was =5 mm, and there was no visible calcium/plaque, stent near the puncture site, or stenosis >50% at or near the site. The target femoral site had not been closed with a device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No visual damage was observed on the indicator wire. The exoseal vcd was connected without difficulty and advanced through the sheath with no resistance or friction. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction but did not change. Pulsatile flow was observed from the bleed-back indicator. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. The unit was already inserted into a non-cordis catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft was observed during this analysis, located the entire lumen of the delivery shaft. The functional deployment simulation evaluation could not be performed, as the unit was clogged with blood residues. An attempt to clean the unit using hydrogen peroxide was made but was unsuccessful. The window was manually moved to reach the three stages of the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal mechanism and loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, a functional analysis deployment simulation was attempted but could not be performed as the device was received clogged with dry blood. An attempt to clean the unit was made but was unsuccessful. The indicator window was manually moved and was able to transition the three stages. Additionally, the internal mechanism was evaluated, and no abnormal conditions were observed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to indicator guidewire not engaging reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd), the device and sheath were positioned with the indicator wire against the vessel wall; however, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The user was trained on the device, which was used in a retrograde approach. The device was stored and per the IFU. The device and packaging were inspected prior to use, with no damage noted. The device was prepared and used according to the instructions for use (IFU). A non-cordis sheath was used. Femoral artery suitability was confirmed via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was =5 mm, and there was no visible calcium/plaque, stent near the puncture site, or stenosis >50% at or near the site. The target femoral site had not been closed with a device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No visual damage was observed on the indicator wire. The exoseal vcd was connected without difficulty and advanced through the sheath with no resistance or friction. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction but did not change. Pulsatile flow was observed from the bleed-back indicator. The device will be returned for analysis.